Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a cracked cap was observed. The reported condition was verified. The cause of the cracked cap could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, a crack was discovered on the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.